Event description:
It was reported that there was an ongoing issue with not receiving audible alerts from the mx800 bedside overview. The device was in use on a patient. There was no report of patient or user harm.